Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history review and lot history could not be reviewed. A sample of the foreign material was not returned; however, a photo was provided. A review of the photo confirms some kind of foreign body; however, we are unable to confirm what the foreign body is without the sample, we are also unable to determine where or when the foreign body was introduced to the sleeves. The customer stated that the foreign material was hard flat shaped and pink; however; they state that the foreign material was not part of the sleeve as it was hard plastic; the sleeve is made of a soft silicone. The customer also stated that the cassette was not reused; however, the tip was reused. The tip and sleeve should only be single used. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The directions for use states company products are validated for single use only and should not be reprocessed or reused. The root cause of the customer's complaint could not be established; the sample was not returned and we are unable to determine what the foreign material is from the photo provided. A potential root causes is reuse as the customer stated that the tip was reused. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported he observed a flat-shaped pink foreign material in a sleeve that entered the patient's left eye during a procedure. The foreign material was removed immediately and the procedure was completed. A single-use ultrasound tip had been reused. The patient developed a chronic inflammation in the anterior chamber (ac). The surgeon indicated the cells in the ac normally disappears within one month but this was prolonged. An antibiotic ophthalmic drop was prescribed to the patient from (B)(6) 017 to (B)(6) 2018. In addition, a steroid ophthalmic drop and nonsteroidal anti-inflammatory ophthalmic drop were prescribed to the patient from (B)(6) /2017 to present. No additional information is expected.

Manufacturer narrative:
Additional information received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information from the surgeon was received he indicated the onset of the anterior chamber inflammation was (B)(6) 2017. The inflammation is not serious though not recovering. The same degree of inflammatory cells are recognized in the anterior chamber since the postoperative to present. The causality is unknown however diabetes mellitus is a possible factor.